Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy which resulted in the development of peritonitis. The peritonitis was manifested by cloudy effluent. The patient was hospitalized for the event and treated with unspecified antibiotic(s) (medication, dose, route, frequency, and duration not reported). It was reported that the patient and family would be retrained on proper aseptic technique prior to discharge from the hospital. At the time of this report, the patient remained hospitalized with ongoing treatment and was reported to be recovering from the peritonitis. Dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.